Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax, which required chest tube placement and hospitalization. The target nodule was 1.2 centimeters in size and located in the right lower lobe. A radial ultrasound bronchoscopy (ebus) probe was used to locate the lesion. The biopsy instruments included a 21g flexision biopsy needle, compatible forceps, and a bronchoalveolar lavage was performed. The pneumothorax was detected via a chest x-ray, and a chest tube was inserted to resolve the issue. The patient remained asymptomatic until being discharged home. The physician reported that the pneumothorax was not related to the ion system, and there was no device malfunction associated with the event.

Manufacturer narrative:
Th system logs are not available for review.